Event description:
This is not a failure of equipment but a report of abuse. The pca tubing appeared to be leaking onto the floor in the patient's room (mother/baby department). Blood return noted inside the tubing up to the point of the puncture closest to pca pump. Labor and delivery reported they had the same problem on their unit and changed out the tubing. Upon examination of the current tubing it appeared the tubing had been punctured in two places. The tubing recovered from labor and delivery appeared to have three puncture marks in the tubing. Both tubing sets were tested by clinical engineering and found to leak from tiny pin holes. This was a labor and delivery patient hooked up to a pca pump with the administration of dilaudid hydromorphone. After further investigation, it appears that someone had used a needle to puncture the tubing and draw out some of the drug.